Event description:
During cardiac arrest, pt was defibrillated two times. On third attempt, a popping sound was heard; a spark was noted to come from the paddle connection and the defibrillator displayed "error code 41". Add'l defibrillation was not done.